Event description:
It was reported that the left ventricular (lv) lead had very high thresholds. All configurations were tested for best results. There was no capture in one of the configurations. The configuration with the best threshold had significant diaphragmatic stimulation. The threshold was reprogrammed with continued observation. The patient subsequently reported mild stimulation sensations when slouched over but it stops upon sitting upright. No further action is planned. The patient is enrolled in the prompt study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead had very high thresholds. All configurations were tested for best results. There was no capture in one of the configurations. The configuration with the best threshold had significant diaphragmatic stimulation. The threshold was reprogrammed with continued observation. The patient subsequently reported mild stimulation sensations when slouched over but it stops upon sitting upright. It was further reported that the lead had also dislodged. The lead was successfully repositioned and remains in use. The patient is enrolled in the prompt study. No further patient complications have been reported as a result of this event.